Event description:
It was reported that the second system the patient had was working and was not helping at all. It was noted that within a year of implant it started to short out and was shocking/electrocuting the patient. It was noted that around 1996 the patient had the device removed except for the connect and parts of the lead. It was noted that the patient was currently seeking guidelines for an MRI.

Event description:
No additional information available. It was noted that the patient was implanted over 20 years ago and the healthcare professional (hcp) had no information to provide.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(6), implanted: (B)(6) 1992, product type extension; product ID 3587a, lot # l21683, implanted: (B)(6) 1992, product type lead; product ID 3587a, lot # l21683, implanted: (B)(6) 1992, product type lead. (B)(6).

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.